Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The 3.00x24mm liberte stent was found to be 'scrunched up' on the balloon. The procedure was successfully completed with another liberte stent. No pt complications were reported.